Event description:
An article in the circulation journal reports a retrospective analysis of 190 pts who underwent endovascular repair of abdominal aortic aneurysms with severely angulated necks between april 2008 and september 2011. The gore excluder aaa endoprosthesis was implanted in 34 of the pts. Among the 34 pts, 29 showed immediate straightening of the neck angle after the operation, with eight subsequently exhibiting recoil. This article describes a pt who post-operatively presented with limb occlusion, which was successfully treated by a cross-over bypass.

Manufacturer narrative:
As an event date has not been provided, the date of event will be noted as 5-23/2013 (the publication date noted in the cited work). A review of the manufacturing records could not be performed as the lot number was not available. The root cause of the limb occlusion could not be determined with the provided info. Hoshina katsuyuki, takafumi akai, toshio takayama, masaaki kato, tatsu nakazawa, hiroyuki okamoto, kunihiro shigematsu and tetsuro miyata. "Outcomes and morphologic changes after endovascular repair for abdominal aortic aneurysms with a severely angulated neck." Circulation journal aug 2013; 77: 1996-2002.